Event description:
It was reported that the catheter was inserted in a pt with cystic fibrosis for antibiotic therapy. Catheter placement was at left antecubital fossa via vasilic vein using seldinger technique. No apparent problem was noted during insertion or removal of the guide wire. Routine post-op x-ray showed a foreign body in the pulmonary artery. It was then determined that the foreign body was a piece of guide wire. A snare was utilized to remove the piece of guide wire. There were no pt complications.